Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not available.

Event description:
A physician at (B)(6) revised a tha trident tritanium cup, liner, screws x2, head due to a loose cup/screws. He revised to a primary trident ii tritanium and mdm.

Manufacturer narrative:
An event regarding loosening involving a hip screw was reported. The event was confirmed through medical review 'x-rays show evidence of loose acetabulum on the right hip.' Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review by dr. (B)(6) today - x-rays show evidence of loose acetabulum on the right hip; need revision op reports; clinical and past medical history. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including 'revision op reports; clinical and past medical history' are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A physician at (B)(6) revised a tha trident titanium cup, liner, screws x2, head due to a loose cup/screws. He revised to a primary trident ii titanium and mdm.